Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image and showed only color bars during laparoscopic inguinal hernia during sedation while the device was inside the patient, resulting in a procedure delay. There were no reports of patient harm.

Manufacturer narrative:
Updated fields- d8, d9, h2, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.